Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services and hospitalized for low blood glucose on (B)(6) 2020. Blood glucose reading was 45 mg/dl. The customer stated they could not get up and become unconscious. The customer was treated with glucagon and sugar at the hospital. Auto mode feature was active at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not alleged that insulin pump was over delivering insulin. The insulin pump will not be returned for analysis.